Event description:
Treatment was attempted on a very calcified left popliteal lesion. A contralateral approach was used with a long arrow sheath. A pt graphix guide wire was used to access the lesion, which was done with difficulty. The dynalink was advanced with difficulty and positioned somewhat within the lesion; however, it was unable to reach and completely cover the distal aspect of the lesion. During the deployment attempt, the handle was pulled back all the way, but the sheath did not respond correspondingly and only one-third of the stent deployed. The device and the guide wire were retracted together. During the process, the stent stretched out to twice as long as the original length. Two other stents needed to be implanted to cover the distal lesion and to completely implant the proximal stretched out, narrower segment of the dynalink.